Manufacturer narrative:
Device received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch. No button error alarm during testing. No unlocked lcd keypad connector. Device passed displacement test and self test. Device received with cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic the user reported that insulin pump's keypad buttons were hard to press. Customer stated that they had problems with navigating the insulin pump. Customer stated that she changed the battery, but she was having issues with buttons and battery cap. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.